Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) recorded an episode in which therapy was initially withheld due to supra ventricular tachycardia (svt)-wavelet discrimination. Review of the available episode details indicated that the patient subsequently received multiple inappropriate shocks for tachycardia and experienced shortness of breath. The ICD remains in use. No further patient complications have been reported as a result of this event.